Event description:
During the coronary artery bypass procedure, the aorta started to tear when the cutter was fired. The surgeon used the "co-seal" to repair the tear and completed the procedure without any further issues. The patient's aorta was thin and friable. No other patient complications were reported. An extra seal used for the procedure was returned. In june 2005, the seal was received cracked. This is a reportable malfunction.

Manufacturer narrative:
Investigation results: visual inspection verifies the seal is cracked. The complaint is confirmed. Corrective action has been initiated to address this issue.investigation results: visual inspection verifies the seal is cracked. The complaint is confirmed. Corrective action has been initiated to address this issue.